Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04515 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Manufacturer narrative:
The investigation for the reported purge leak has been completed. The returned pump was visually inspected and crystalized dextrose was found on and in the retainer. The catheter was observed to be cut. The retainer was removed and crystalized dextrose was observed in and on the reservoir. The sidearm was pressurized with colored fluid and a leak was unable to be reproduced. The cause of the purge leak was most likely use related since the leak was unable to be reproduced and the purge solution was likely introduced externally since there were no reported leaks for the remaining 15 days of support. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 37yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were crystals in the purge reservoir outside the sidearm on the side of the blue balloon. There were no abnormalities in the pump function or purge pressure flow rate. There was no patient harm as a result of the failure. It was later documented that the patient expired during support, however there was no issue or causal relationship to the impella device alleged.